Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized in 2007, due to hyperglycemia and a kidney infection. Per the reporter, her blood glucose had been running high for a few days. Troubleshooting measures were not successful in lowering her blood glucose. Prior to the event, her blood glucose was >400 mg/dl, she went to the ER, where she was admitted with high blood sugar and a kidney infection. She was being treated with IV drugs and fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.